Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Subsequently, the rv lead was explanted and successfully replaced. Other than the intervention, no additional adverse patient effects were reported.